Manufacturer narrative:
The product technical complaint investigation and final assessment were received on (B)(4)2014. The bayer reference number for the (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a lack of efficacy (patency). Lack of efficacy may occur under the use of any product and not indicative of a quality deficit per se. The reported adverse event is a known, possible, undesirable event, may occur, most often during insertion and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(4) female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram (hsg) there was patency or possible perforation. The reported events, regarded as fallopian tube patency and suspicion of uterine perforation are listed according to essure's reference safety information. Uterine perforation was considered serious due to medical importance, while the remaining event is non-serious. Uterine perforation with essure may occur, most often during insertion. In cases of unilateral or bilateral insert perforation fallopian tubes may appear patent at control hysterosalpingogram. In this particular case, although the exact date and mechanism of the reported events is not known, given their nature a causal relationship with the suspect insert cannot be excluded. Patient underwent a laparoscopic tubal ligation, thus this case was considered an incident. Since neither lot number nor product complaint sample was provided it is not possible to confirm any quality defect or device malfunction at this time. Also, according to product technical analysis, the reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Perforation questionnaire received on 18-feb-2016 patient's medical history included 5 pregnancies, 4 parities, 1 spontaneous abortion and 2 c-section. Previous gynecological intervention was denied. On (B)(6) 2014 (discrepant information), essure was inserted 3 months after her last delivery (c-section). She was breastfeeding at time of procedure. Uterine abnormal findings prior insertions were denied. On (B)(6) 2014, incorrect position of essure was diagnosed by hsg (hysterosalpingogram); essure device was not seen within the left tube. Right coil was in correct position. Hsg did not confirm tubal occlusion. Perforation before and after deployment was denied. Essure was not removed. Patient underwent a laparoscopic tubal ligation. Follow up 08-mar-2016: letter was received from the physician without any new information. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram (hsg) essure device was not seen within the left tube. She underwent a laparoscopy. The reported event, regarded device dislocation, is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion into the uterus or dislocation into distal fallopian tube or to abdominal cavity. In this particular case, the exact mechanism of the event was not known; however given its nature; causality with the suspect device cannot be excluded. This case was considered an incident, due to the serious injury reported. Since neither lot number nor product complaint sample was provided it is not possible to confirm any quality defect or device malfunction at this time. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a physician in united states on 04-nov-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014 for permanent contraception. She was not pregnant. The physician informed that 3 patients had hsg (hysterosalpingogram) done on (B)(6) 2014 and had patency or possible perforation but he did not specify which patient had what. Essure was continued. Follow up 21.nov.2014: case upgraded from non incident to incident. Essure questionnaire received with follow up information from the physician. Patient received general anesthesia during essure insertion which didn't take more than 20 minutes. The essure insertion and the visualization of the tubal ostium were easy. No fluid loss during hysteroscopy more than 1500cc. Patient used condoms as back up contraception until essure occlusion confirmation. No cervical conization. No curettage. No previous ius/iud. No myomectomy. No adnexal surgery. No gynecological problems or procedures. No relevant medical history or concurrent conditions. Physician confirmed the event previously reported but was not sure of perforation. No treatment was provided for the event. During hsg one side the coil showed that it was not following the trajectory of the tube. Unsure if there was perforation. No pathology results. No hospitalization. No outcome was provided. Essure was not removed. No medically necessary or patient requested the essure removal. Laparoscopic tubal ligation was performed. No salpingectomy was necessary. During the laparoscopy nothing was visualized and no extrusion of coil was noted. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram (hsg) there was patency or possible perforation. The reported events, regarded as fallopian tube patency and suspicion of uterine perforation are listed according to essure's reference safety information. Uterine perforation was considered serious due to medical importance, while the remaining event is non-serious. Uterine perforation with essure may occur, most often during insertion. In cases of unilateral or bilateral insert perforation fallopian tubes may appear patent at control hysterosalpingogram. In this particular case, although the exact date and mechanism of the reported events is not known, given their nature a causal relationship with the suspect insert cannot be excluded. Patient underwent a laparoscopic tubal ligation, thus this case was considered an incident. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.